Event description:
Complainant alleged that while attempting to treat a patient, (age & gender unknown) the device halts after a partial boot cycle and never fully turns on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the monitor board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.